Event description:
The customer reported receiving a no delivery alarm from the insulin pump during bolus. No delivery troubleshooting with the helpline found the insulin pump apparently working as designed. The customer was advised that the alarm was caused by a set/reservoir occlusion. The customer's reported blood glucose value was 141 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.